Event description:
It was reported that a malfunction occurred on the pump, identified by a software error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appears again.